Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer received multiple, intermittent occlusion alarms. The customers blood glucose (bg) level was in the 150's mg/dl. The customer stated that after the alarm, insulin delivery would be resumed without changing the supplies and when the occlusion occurred again, the supplies would be changed. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.